Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; long-term results after standard endovascular aneurysm repair with the endurant and excluder stent grafts oliveira-pinto, josé et al. Journal of vascular surgery, volume 0, issue 0 https://doi.org/10.1016/j.jvs.2019.03.039. Age at the time of event: average patient age, sex : average gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of infrarenal abdominal aortic aneurysms on unknown dates. Some patients were treated outside of the IFU. It was reported on unknown dates post the index procedure the following adverse events were identified: death. Per the physician the cause of the event is undetermined.